Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(6) submitted for adverse event which occurred on (B)(6) 2011.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent partial mesh removal and revision surgery on (B)(6) 2009. It was reported that the patient underwent removal surgery and revision surgery on (B)(6) 2009. It was reported that the patient underwent revision surgery on (B)(6) 2011. It was reported the patient experienced severe pain and chronic pain. No additional information was provided.